Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that the 840 ventilator generated a ventilator hardware alarm, "flow sensor failure" alarm and did not continue delivering breaths while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Section e: initial reporter - the event was reported by the china food and drug administration (cfda), (B)(6) center of shanghai, and not reported directly to medtronic by the facility. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that the 840 ventilator generated a ventilator hardware alarm, "flow sensor failure" alarm and did not continue delivering breaths while the patient was connected. The device was not available to medtronic for evaluation. The repair/evaluation for the reported issue was performed by non-medtronic personnel. It was informed that the customer inspected the ventilator and cleaned the flow sensor. The unit was functional after performing extended self test (est). Although the customer reportedly cleaned the flow sensor, per the 800 series ventilator system operator¿s and technical reference manual section 7.2 how to clean, disinfect and sterilize parts there is a warning: do not attempt to remove, clean or flush the flow sensor with liquids or pressurized air. With the available information, the investigation could not determine the cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.